Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." The tibial tray has scratches on the top of the plate. There are shiny areas in the porous metal that suggest it was aggressively cleaned, but there are still visible residues which could be bony in-growth. There are several marks indented into the porous coating approximately 1mm deep and 12mm long. The tibial plate and stem arrived partially disassembled. There was a gap of approximately 3mm between the inferior surface of the plate and the proximal stem. No effort was made to move the screw. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2011, due to loosening. Surgeon noted during the procedure that the femur had no bony ingrowth.